Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dyspnea is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.75 x 28 mm xience alpine stent was implanted on (B)(6) 2016. On (B)(6) 2016 the patient was re-admitted with shortness of breath. The patient had chronic heart failure. It is unknown what treatment was performed or what the final patient outcome was. No additional information was provided.